Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A practitioner reported two of their patients experienced corneal ulcerations while wearing a monthly replacement contact lens. Both patients sought treatment at a local hospital. This report is for patient 1.